Event description:
On (B)(6) 2018, the patient¿s husband contacted lifescan (lfs) USA alleging that his wife¿s onetouch ultra2 meter was reading inaccurately high compared to her feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation and a review of the call conducted by a senior csr. The reporter alleged that the product issue first began at an unspecified time on (B)(6) 2018, when his wife obtained an alleged inaccurately high blood glucose result of ¿236 mg/dl¿ compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication (trulicity ¿ one a day), diet and exercise. The reporter claimed that in response to the alleged inaccurately high result, the patient did not make any changes to her usual diabetes management regimen and continued to take her one tablet of trulicity a day. At an unspecified time on (B)(6), the patient is reported to have ¿passed out and collapsed¿. The patient¿s husband reported that he then phoned for paramedics who attended the patient. The patient¿s husband stated that he was ¿too busy worrying¿ and, as a result, he doesn¿t remember what type of treatment the paramedics gave his wife upon arrival. The reporter indicated that the patient was then ¿rushed to the ER¿ (emergency room) by the paramedics. Upon arrival at the emergency room, he stated that the patient was admitted and her blood glucose was tested on the hospital meter where a result of ¿156 mg/dl¿ was obtained. The reporter denied that any further medical intervention was received. Prior to being discharged from the emergency room, it was reported that the patient¿s blood glucose was tested again, and a result of ¿136 mg/dl¿ was obtained. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the reporter through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. The reporter/ patient was advised to call customer services once the control solution is received so that assistance can be provided for performing a control solution test. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse, requiring medical intervention, after obtaining an alleged inaccurate high result with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.